Manufacturer narrative:
The field service engineer evaluated the unit and was unable to confirm the shutdown error. There are no critical errors in the diagnostic report log, and the unit successfully passed all testing. The unit is approved for use.

Event description:
It was reported to philips that the device system shut down while in use. The device displayed ventilator error and it was noted that it was plugged into an emergency outlet (red outlet). The device was in use at the time of the event. The patient was swapped to another ventilator with no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.